Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Technical support suggested to the customer to calibrate the blender, 40psi regulator, and the o2 inlet transducer . Customer agreed and will look at this components. No further action required at this time. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.

Event description:
The customer reported fio2 inaccuracy issue on the vela ventilator. The customer reported that there was no patient involvement associated with the reported event.